Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (starting at end or middle of incision)? Was the fixation tab intact when the suture was placed in the patient? Was any deficiency or anomaly noted on the suture prior to use? Was any solution used to irrigate the tissue prior to closure? Was there any patient event prior to the second procedure (fall, cough)? What post op date did the patient experience symptoms? What were the symptoms that lead to the second procedure? Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break, if so, where (termination, middle, end)? What was the condition of the tab fixation during the second procedure? What medical intervention was performed? Results? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent lumbar arthrodesis on an unknown date and barbed suture was used. Post-operatively, the surgeon noticed a break of the barbed suture leading to a hematoma and the patient was operated a second time. The surgeon did not report any further complication following the second surgery. Additional information has been requested.